Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2015 with the following findings: there was moisture present in the battery compartment and the display lens was free of moisture. The battery compartment was cracked. The leak test verified leak at the battery compartment crack. The device was opened and there was no moisture found internally in the device.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and that there was moisture present in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.